Manufacturer narrative:
Findings: pump received with missing segments/multiple clear horizontal lines on on lcd glass due to cracked zebra connector on lcd board. Unable to perform functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self test, test and all operating current test due to cracked zebra connector on lcd board. Pump received with cracked display window corner, cracked case at display window corner and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that their insulin pump had a partial display screen. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that (B)(6) aaa alkaline batteries are most effective. The customer was assisted with the issue but the blank display was not resolved. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.